Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. What confirmation was received that the device was fully fired? When the product was used by the physician in the case, the half punch line formed a full cutting line during firing. 2. Did the device staple? Semicircular stapling was performed on the anastomas line. 3. Was the staple line complete? No it was closed using manual stitching. 4. Were there any staples missing from the staple line? Yes, the full line did not staple. 5. What was the shape of the staples (b-formation, irregular, legs straight)? B-shaped irregular. 6. Were the staples deployed into the tissue? A semicircular stapling was done. 7. Were the staples seen in the surgical field? No. 8. Did the device cut? Complete line cut. 9. Was the cut line fully circumferential around the target tissue? Yes. 10. If the device fully cut, were both tissue donuts present? Yes. 11. If the device fully cut, were both donuts complete? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the product did not perform final punching and full line cutting in the operation. Due to the issue, during the case, the physician performed the closure of the patient with sutures. The surgery was delay, but no time was reported. Fragments were generated and were removed easily without additional intervention. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 01/12/2023 d4: batch # u5ef9g investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5ef9g, and no non-conformances were identified.